Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device had less than three months remaining. The result of the engineering analysis was received, and it indicates that the power consumption of the device has been increasing for over a year. Furthermore, the device should be considered replacing and returned for detailed analysis. Moreover, the malfunction appeared to be consistent that have had continuous average power increased. Additional information indicated that the patient advocate called and stated that the device was replaced due to malfunction. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker device had less than three months remaining. The result of the engineering analysis was received, and it indicates that the power consumption of the device has been increasing for over a year. Furthermore, the device should be considered replacing and returned for detailed analysis. Moreover, the malfunction appeared to be consistent that have had continuous average power increased. Additional information indicated that the patient advocate called and stated that the device was replaced due to malfunction. This device was explanted. No additional adverse patient effects were reported.